Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned device confirmed that the fiber exhibits no signs of breaks\fractures along length of fiber. Analysis of the device revealed the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe char on surface. The outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. It is probable that cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiber life function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
It was reported that during a prostate procedure after 91,511 joules and 5:28 minutes of use, the fiber broke. The tip of the fiber was not cleaned during the procedure. The procedure was completed utilizing a second fiber with no complications to the patient.

Event description:
It was reported that during a prostate procedure after 91,511 joules and 5:28 minutes of use, the fiber broke. The tip of the fiber was not cleaned during the procedure. The procedure was completed utilizing a second fiber with no complications to the patient.